Event description:
Information was received from a manufacturing representative through a health care provider (hcp) regarding a patient receiving intrathecal therapy. The indication for use was non-malignant pain. A new pump was opened but not used. The new pump was prepared. However, once the hcp made the incision to open the pump pocket, the patient's pocket was found to be infected, and the case was aborted. The old catheter was removed, and the 8780 was implanted and remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.